Event description:
It was reported by customer biomed that the unit was identified to have a pixelized screen. The device was not in patient use at the time of the reported event and there were no reports of patient or user harm or injury. This prompted biomed to reach out to philips technical support requesting information on what part to try from a donor unit. Technical support provided remote assistance to the customer. The remote service engineer (rse) advised caller that he might want to try the video graphics array (vga) printed circuit board (pcb) and advised that unit is end of life (eol) and parts are no longer available through philips. Additional information received from customer biomed, indicated he attempted to swap out the vga, but now the same unit in question does not even power on. He went on to say the plan is to take apart the unit again and check all connections. Again, this unit is eol. Based on biomed information, the replaced vga did not resolve the issue, therefore this issue was not confirmed.